Manufacturer narrative:
Based on the claim against the product by the customer noting sparking, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument conductor wire-monopolar insulation damaged to be related to the customer report complaint. The instrument was found to have a damage on the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. Heavy thermal damage was observed. The instrument passed electrical continuity test. Cleaned and scraped the visible contamination and found that it was a thermal damage on the monopolar yaw pulley surface. Cut open the side where the heavy thermal damage was located and found the conductor wire was heavily damaged exposing the internal wire significantly. The status of the conductor wire caused the sparking event that exhibited melting on the monopolar yaw pulley. However, the conductor wire was not broken from the grip-crimp. Additional observation(s) related to the customer reported complaint: the permanent cautery hook instrument was found to have thermal damage on monopolar yaw pulley. Heavy sign of damage on the conductor wire insulation with exposed internal wire found on monopolar yaw pulley. The unit passed electrical continuity test. Additional observation(s) not related to the customer reported complaint: the permanent cautery hook instrument was found to have indentations on the edge of the distal idler pulleys. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and obtained the following additional information: there is appeared to be some thermal damage to the monopolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument sparked. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook instrument was inspected prior to use with no abnormalities observed. There was no damage to the instrument noted after the arcing event. The cannula was inspected prior to use but the pin gauge was not used to inspect the cannula. There was arcing observed near the mouth of the pliers. The arcing landed on an adjacent electrode. The surgeon was using the instrument to cauterize when the arcing occurred. The energy being activated was monopolar cut. The instrument was connected properly to a force triad generator. The instrument was used for 5 minutes prior to the arcing. There was no instrument collision. However, the instrument was in contact with tissue when the arcing occurred. The surgeon believes that the arcing was caused by a product quality problem. There was no damage to the surrounding tissue as a result of the spark and no injury to the patient. The patient has not returned to the hospital as a result of the arcing event.